Event description:
It was reported that the ventricular lead exhibited noise. The noise could not be reproduced. A lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.